Event description:
It was reported that during a procedure for competitor leads extraction the physician noted the pocket "looked questionable" for infection. The competitor leads and the cardiac resynchronization therapy defibrillator (crt-d) were explanted and replaced. Approximately four days later, the existing crt-d system was explanted and replaced due to a possible pocket infection. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: dtma1q1 crt-d implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.